Manufacturer narrative:
The customer¿s report that the tubing separated from the filter was not confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification of the filter observed the top assembly not fully secured to the bottom assembly. Functional testing confirmed leaking from the set's 0.2 micron ped filter weld. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Event description:
It was reported that the tubing separated from the filter while connected to a patient's brachial PICC line. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing separated from the filter while connected to a patient's brachial PICC line. Although requested, there were no further details or information provided and no report of harm.